Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian torsion. Concurrent conditions included asthma (since nov 2013 patient is on inhaler), mood swings and chronic cervicitis. Concomitant products included miconazole nitrate (monistat). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2015, 4 months 23 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginitis") and fungal infection ("yeast infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles"), swelling ("swelling"), abdominal distension ("bloating"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (laparoscopy , hysterectomy robotic surgeon description-hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and fatigue had resolved and the dysmenorrhoea, swelling, abdominal distension, weight increased, abdominal pain, headache, menorrhagia, vaginal infection, fungal infection, vaginal discharge and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, dysmenorrhoea, fatigue, fungal infection, headache, menorrhagia, pelvic pain, swelling, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results: (B)(6) 2015 : transvaginal ultrasound (tvu) : total bilateral occlusion (B)(6) 2015 : hysterosalpingogram : the essure device has been placed properly blood test - thyroid- results not available concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2015, 4 months 23 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginitis") and fungal infection ("yeast infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles"), swelling ("swelling"), abdominal distension ("bloating"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and fatigue had resolved and the dysmenorrhoea, swelling, abdominal distension, weight increased, abdominal pain, headache, menorrhagia, vaginal infection, fungal infection, vaginal discharge and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, dysmenorrhoea, fatigue, fungal infection, headache, menorrhagia, pelvic pain, swelling, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results: (B)(6) 2015 : transvaginal ultrasound (tvu) : total bilateral occlusion (B)(6) 2015 : hysterosalpingogram : the essure device has been placed properly most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginitis, yeast infection, vaginal discharge, fatigue, adenomyosis", reporter, lab data added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), swelling ("swelling"), abdominal distension ("bloating"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, swelling, abdominal distension, weight increased, abdominal pain and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, headache, pelvic pain, swelling and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.